Manufacturer narrative:
Based on the claim against the product by the customer noting that a cable on a large hem-o-lok clip applier instrument snapped, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end causing the cable on the distal end to become loose. The complaint regarding snapped cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to a reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure without additional patient impact.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that a cable on a large hem-o-lok clip applier instrument snapped during the procedure when attempting to clip the gallbladder. The site stated that the clip fell off into the patient and was subsequently retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the large hem-o-lok clip applier instrument was inspected prior to use and there was no damage noted. They were attempting to clamp the cystic duct of the gallbladder when the large hem-o-lok clip applier instrument broke. It was used between 5-10 times in total. The instrument did not collide with any other instrument or hard surfaces during the procedure, and the instrument was not removed after the breakage, but upon final removal of the instrument, the wrist was straightened. No resistance was felt, no damage to the cannula was noticed, and no damage to any other instrument occurred. No additional surgical procedures were necessary to remove the fragments. The surgical procedure was completed robotically, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No x-ray or ultrasound was completed to check for remaining objects. The instrument was sent to isi for evaluation.